Event description:
New information received on 05 may 2020 indicated that the low voltage lead was an atrial lead, and it was exhibiting intermittent sensing.

Manufacturer narrative:
A partial lead with the distal portion measuring 45.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low voltage lead exhibited unspecified sensing issues during the implantation procedure. Physician removed and replaced the lead during the same procedure. Patient had no symptoms and their condition was stable after the procedure.